Event description:
It was reported that the patient had persistent (B)(6) and sepsis and vegetations were visualized on the leads which lead to the extraction of the entire system plus an abandoned rv lead. Additionally, after extubation post procedure, the patient failed to breathe spontaneously and required re-intubation, the patient had a hematoma at the device extraction site which required surgical intervention, after the pocket evacuation the patient had a cardiac arrest and had pulseless electrical activity for a few minutes but recovered after one round of medication, and the patient's right upper arm had swelling. The system was not replaced. It was later determined that the left ventricular lead was found to have been implanted after the use by date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A correction has been made to section h7 on the device (B)(4) and the lead (B)(4). The recall code has been removed as there is no remedial action code for these products.

Manufacturer narrative:
(B)(4)

Event description:
Upon further review and due to correction of the serial number, it was determined that the lv (left ventricular) lead was not implanted after the ubd (use by date).

Event description:
It was reported that the patient had persistent (B)(6) bactremia and sepsis and vegetations were visualized on the leads which lead to the extraction of the entire system plus an abandoned rv lead. Additionally, after extubation post procedure, the patient failed to breathe spontaneously and required re-intubation, the patient had a hematoma at the device extraction site which required surgical intervention, after the pocket evacuation the patient had a cardiac arrest and had pulseless electrical activity for a few minutes, but recovered after one round of medication, and the patient's right upper arm had swelling. The system was not replaced. No further patient complications have been reported as a result of this event.